Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial: # (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptom was pus. The physician believed that the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.